Event description:
It was reported that the endoeye flex deflectable videoscope had gauze strongly illuminated by normal light changes color to blue, green, or purple. The issue occurred during therapeutic unknown procedure, no delay was reported. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.